Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 14-nov-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was not reported. The reason for use was non-malignant pain. It was reported that the patient is having a spinal surgery today ((B)(6) 2018) for a procedure separate from the intrathecal therapy, but the surgeon nicked the catheter during surgery and potentially the anchor as well. The rep called asking what revision kit he would need to fit over the 8709 catheter. The rep was in the middle of the case and has no time to answer further questions. They were informed that the revision kit 8598a would have the v-wing anchor needed for the 8709 catheter. No symptoms were mentioned. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-nov-26. The surgeon was performing a laminectomy when the issue occurred. It was reported that the patient had repeat surgery to repair a persistent dural leak around catheter exit site. Surgery was successful. It was also decided to remove catheter and switch patient to oral medications of equal analgesic dose to current intrathecal dilaudid dosing. Pump remains in place running at minimal rate until it is decided if catheter will be replaced. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-nov-16. It was reported that only the spinal segment was replaced. The rep stated that the surgeon notified them of the event. The information was confirmed with the physician/account. There were no further complications reported/anticipated.